Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, 90% stenosed proximal right coronary artery. After predilatation was performed, the stent delivery system (sds) was advanced; however, failed to cross lesion. The attempt to retract the sds resulted in flaring of the stent struts. The sds was pulled gradually into the right iliac artery; however, despite swapping out the introducer sheath to a larger size, the stent implant dislodged into the iliac. An iliac stent was deployed and the stent was crushed between the iiliac stent and the wall of the artery. The procedure was continued on with the placement of two guide wires and the successful deployment of a 2.5x15 mm xience v stent. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.